Manufacturer narrative:
The reported malfunction was observed during review of the clinical files; however, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device could intermittently shut down on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.